Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. The rep spoke with patient to follow up with the initial issues addressed on (B)(6) 2021. Patient stated he was prescribed antibiotics for two weeks because his physician identified an infection on the skin at his appointment on (B)(6) 2021. Patient is not quite done with his two week antibiotic. Patient stated being pain free and feeling a lot better. Patient follows up with his physician on (B)(6) 2021. Patient turned his interstim therapy back on yesterday morning ((B)(6) 2021) on c1/1.4a. Patient denies any discomfort from the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on (B)(6) 2021, patient called the mdt rep and reported that they started having tailbone pain on (B)(6) 2021 while driving to work. It was a 25 minute drive to work. The patient was currently on program c1. The patient stated that the tailbone pain lasted all day and in the evening, they raised the stimulation from 1.8a to 2.5a. The patient stated that even though they felt pain in the tailbone, they raised the stimulation because they perceived to only be getting about 30% bladder symptom relief. The patient stated the tailbone pain worsened, so they called the physicians office and the mdt rep on (B)(6) 2021. The patient denied having any falls. No other factors contributed to the issue. On (B)(6) 2021, the mdt rep instructed the patient to turn the interstim micro system off. The patient turned interstim off. The patient scheduled an appointment to see the physician on (B)(6) 2021 at 12:45pm. The physician was going to assess the surgical sites and location of pain. The patient was going to keep the interstim system off. On (B)(6) 2021, the patient was seen by their physician. The physician performed an impedance check with guidance from the mdt rep over the phone. The physician assessed surgical sites and tailbone. The surgical sites were reddish, so the physician prescribed antibiotic for one week. The physician stated that the tailbone was sore with palpation, the location of the needling during the implant procedure. Physician believes the soreness was coming from the periosteum of the sacral bone. No impedance issues were found when the physician tested using the clinician app. The physician instructed the patient to hold exercise for a couple days, and keep interstim off for one week and to take antibiotic for one week. They were going to follow-up with the physician and the mdt rep in one week. There were no device issues reported, and no further patient complications reported at this time. The issue was not resolved at the time of the report.